Manufacturer narrative:
This file is related to (B)(4). Device specific details unknown: evolution fully-covered esophageal stent 8 cm in length. Device evaluation: the evo- fully-covered esophageal stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Lab evaluation: n/a. Documents review including IFU review: as the evo (8 cm fully covered evolutions stent ) is listed as unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- (fully-covered esophageal stent) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, which informs the user about the potential complications "additional complications include, but are not limited to: stent misplacement and/or migration." On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
We then performed tandem stenting above the les. Then chose two fully covered evolution stents, 10 cm and 8 cm in length. The distal stent was placed first and the second, or overlapping, stent was then placed inside the first stent to hold the first stent in place, minimizing the risk of distal migration of both stents. Two days later, the patient was started on an oral diet after a contrast esophagogram revealed no evidence of a leak or fistula. The patient was discharged home. Due to patient¿s non-compliance, she was lost to follow-up until 12 months later. She denied any weight loss, abdominal pain, nausea or vomiting. During upper endoscopy, the esophageal fistula had completely healed with granulation tissues at the mid esophagus and a granulation polyp at the ge junction. The overlapping stents had migrated into the descending duodenum and were seen to be impacted just distal to the duodenal sweep. This is the pyloric channel. Considering the evolution stent has a strong closure lasso, we decided to remove the stent endoscopically. The gastroscope is then advanced inside the stent. Using an endoscopic grasping device, the closure lasso of the stent is first grasped, and then pulled, into the endoscopic channel. The proximal flange of the stent collapsed and the conjoint stents were removed easily. Both stents appeared to be intact on ex vivo examination. Within the duodenum, there are some stent-induced ulcerations and granulation tissue formation.